Manufacturer narrative:
A replacement glidescope core smart cable was sent to the customer, and the reported smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported issues. When connecting the customer's glidescope core smart cable to known, good, test verathon equipment, the video feed produced a distorted image with green tint. When attempting to manipulate the connection on the smart cable, the image on the test monitor "ceased recognition." The camera image quality test was performed and failed for the glidescope core smart cable. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped as it had already been replaced prior to its return for evaluation, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image on the display goes "in-and-out." No delay in the procedure, use of a backup device, or harm to the patient or user was reported.